Event description:
This device was implanted 2002 and the old lead was used. The pt was never shocked with the previous device but in 11 days later a shock was rec'd and 14 days later the pt experienced syncope follow vf. The physician believed a lead failure was possible, but discovered the charge time was prolonged.